Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had sudden stabbing back pain. The pain went away, but then came back and made the patient double over in pain. At the time of this report, the patient was on their way to the emergency room. The patient was going to follow up with their health care provider (hcp). The patient's indication for use is parkinson's dual and movement disorders. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the sudden stabbing pain was unknown. The hcp did not known if any diagnostics were done, if any actions or interventions were taken, or if the issue was resolved.